Event description:
Information was received from a healthcare professional (hcp) via a company representative regarding a patient who was receiving infumorph 10 mg /ml; 5.48 via an implantable pump. Indication for use was spinal pain. The date of the event was unknown. It was reported the patient experienced decreased pain relief. The physician reported expected volumes were higher at refill appointments. The volumes were unknown. An infusion company managed the refill. There were no external or patient factors that may have led or contributed to the issue. No diagnostics or troubleshooting was performed. The cause of the volume discrepancies was not determined. The pump was replaced (B)(6) 2017. The issue was resolved and patient status was alive - no injury.

Manufacturer narrative:
Analysis results were not available at the time of this report. A follow-up report will be sent when analysis is completed.

Event description:
Additional information was received. The physician reported higher volumes at refills than expected. The device was returned to the manufacturer. There had not been a (B)(6) study performed. It was indicated the device was used with/in a patient, for treatment, and there was no patient death. It was further reported there was no patient injury, and the patient recovered without sequela.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
The pump was returned for analysis. Upon interrogation the pump memory indicated that the pump was used to deliver morphine (10 mg/ml at 2.481 mg/day. Analysis of the pump found no significant anomaly.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.